Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The high power display unit microprocessor card was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, the unit alarmed for a system failure. There was no report of patient involvement.